Event description:
The screw driver's tip broke, inserting a screw during spine surgery. It was removed and the surgery was completed using a spare device which functioned properly. The surgery was completed w/o a delay and there was no injury to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.